Event description:
It was reported that needle 21x1 ll eclipse hub was damaged. This occurred on 26 occasions before use. The following information was provided by the initial reporter: (B)(4) units came with the hub flattened/crushed.

Manufacturer narrative:
H.6. Investigation: the analysis of the production records (DHR), maintenance records and verification of the quality notifications of all batches related to the final product were carried out and no non-conformity material was identified during the production of this reported batch. Since it was not possible to observe the defect from the photos sent by the customer for evaluation, it was not possible to correlate the investigation with the defect to assess whether the problem could have been originated to the molding, assembly, packaging or transportation process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 21x1 ll eclipse hub was damaged. This occurred on 26 occasions before use. The following information was provided by the initial reporter: 26 units came with the hub flattened/crushed.